Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: it was found during the investigation that there were kinks on the black power cable. A stripped screw was also observed on the backup battery cover; the screw was then removed using a t7 plier. Broken strain reliefs were also observed on the connector of the white power cable and of the black power cable. Also, there was fluid ingress coating the protective layers of the black power cable and white power cable. Additionally, most of the wires underneath the black power cable were also observed to be kinked. The reported event of issues transmitting information from the controller to the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6). The controller failed this preliminary test due to not communicating with the system monitor. The controller¿s white power cable was manipulated during testing with no effect. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. Inspection of the white power cable revealed kinks throughout the cable. The white power cable was then evaluated revealing that the wire associated with the communication line was completely cut underneath the kink; this prevented the controller from communicating with the system monitor. The root cause of the reported event was determined to be the wire associated with the communication being completely cut; however, it was not determined how the damage on the wire occurred. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 10jan2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic on (B)(6) 2022 with issues displaying information from their primary controller to the system monitor. The power module and system monitor in use were exchanged, still without any display output. There were no alarms and the controller functioned normally on it's own. The pins appeared to be undamaged. The primary controller was exchanged for their backup controller.